Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The patient expired on (B)(6) 2021. The cause of the patient¿s outcome was not reported. No autopsy would be performed, so (B)(6) was not available for evaluation. No other product or photos were received for evaluation. It was reported that due to patient privacy, no further information would be provided; however, it was reported that there were no device issues at the time of patient outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death was not known.